Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from chest pain. It was also reported that there was atrial under-sensing noted on the right atrial (ra) lead on stored electrograms. At device classified termination of events, arrhythmia appears to continue. Ventricular under-sensing of r waves was also noted. Mode switches were also identified. The ra lead and the right ventricular (rv) his bundle lead remain in use. No patient complications have been reported as a result of this event.